Event description:
Customer reported hospitalization due to non-diabetes related medical problem. The enzymes in the heart were low. The blood glucose reading was 258 mg/dl. Customer treated with manual injection. Customer requested assistance with programming of the insulin pump. Nothing further reported.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.